Manufacturer narrative:
The product was returned for analysis. Evaluation of the device indicated the customer complaint of heat and noise could not be verified, since the handpiece was not running when received. Pre-repair temperature testing could not be performed. The motor cable wires were cut off and taped to the motor inside the housing. The housing under the collet nut was also damaged. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the device was noisy and running hot. There was no patient impact.